Event description:
The end user reported that she was sitting in the transport chair while it was secured in a handicap bus. After she was transported out of the bus, it collapsed around her, but she did not fall out. She reported bruising.

Manufacturer narrative:
End user reported that she was sitting in the transport chair while riding in a handicapped bus. It was reported to be strapped down. The driver reported to her that the chair was moving and that the brake was not secure. She exited the bus and went to an appointment. While there, she reported that the chair collapsed. She reported bruising on her legs (knees and ankles) and pain that required pain medication. The sample was returned and evaluated. Upon removing the unit from the carton, it was noticed there were multiple scratches on the frame and there was dirt/dust on the lower portions of the frame. The excessive dirt/dust suggests a lack of maintenance. The owner's manual states: "general care - wipe of chrome parts at least once a week using a clean soft cloth. Clean all metal parts with auto wax or similar products." No manufacturing defects or concerns were identified during the sample evaluation. Based on the information gathered from the end user as well as from the sample evaluation, we have determined the incident was the result of user misuse. The owner's manual states: "this wheelchair has not been approved as a seat surface to be used within a vehicle of any kind. Always transfer wheelchair user to an approved vehicle seat and use restraints available for the auto industry for this application." We received a letter from the end user indicating she plans to see an orthopedic specialist. We have not been provided with documentation of any specific injury which may have resulted from this incident. We are, however, filing this MDR out of an abundance of caution.